Event description:
The hexlobe driver tip broke off from the shaft. The tip could not be removed from the connector so the connector was removed and replaced. Surgery time was delayed by 30-45 minutes. There were no adverse consequences to the patient.